Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had exhibited right atrial (ra) lead and right ventricular (rv) lead pacing not delivered when required, for periods above 2 seconds on dependent patient. Noise was also observed. Technical services (ts) was consulted and recommended reprogramming options. The crt-p system with this rv lead remain in service. No adverse patient effects were reported. Reference report: mw5145471. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).